Event description:
It was reported that the patient presented remotely. Upon review, the pacemaker exhibited far-r over-sensing. The patient was brought into the clinic and programming changes were made. The patient was stable throughout.